Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02197.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps, ruby coil and lantern delivery microcatheter (lantern). During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath; therefore, it was removed. It was also reported that the physician decided not to use the lantern and exchange it for another non-penumbra microcatheter. The physician then attempted to advance a ruby coil into the microcatheter; however, the ruby coil would not advance past the rotating hemostasis valve (rhv) and, therefore, it was removed. The procedure was completed using a new ruby coil lp and another coil. There was no report of an adverse effect to the patient.